Manufacturer narrative:
This report is filed, february 1, 2016. The device is not available for analysis.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the auditory canal. Subsequently the device was explanted on (B)(6) 2008; during the same surgery the patient was re-implanted with a new device. The device is not available for analysis.